Event description:
It was reported that syringe 5ml ll bns contained foreign matter. The following information was provided by the initial reporter: "I am writing to inform you of a contamination issue raised by a customer to bvi bidford in relation to syringe no. 301027 from lot no. 8356762. The foreign matter is present in the luer lock section of the syringe as seen in the photo of complaint sample."

Manufacturer narrative:
H.6. Investigation: two photos displaying a loose 5ml syringe filled with a clear liquid and needle attached were received and evaluated. It was observed there was a large black foreign matter particle outside the fluid path in the collar. The composition of the particle could not be determined based on the photo. Potential root cause for the foreign matter defect is undetermined. The product involved is sold as bulk non-sterile, while the evidence provided, displayed a manipulated sample with an unknown needle attached. Therefore, the defect could not be confirmed to originate from the manufacturing site. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone number:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml ll bns contained foreign matter. The following information was provided by the initial reporter: "I am writing to inform you of a contamination issue raised by a customer to (B)(4) in relation to syringe no. 301027 from lot no. 8356762. The foreign matter is present in the luer lock section of the syringe as seen in the photo of complaint sample"